Event description:
Trial patient caught patient cable on door handle which caused the percutaneous extension to break. They are planning on going in to replace the percutaneous extension. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).